Event description:
It was reported that an impella cp was implanted in a patient with st-elevated myocardial infarction and left heart catheterization. The patient experienced ventricular fibrillation that progressed to pulseless electrical activity. The patient was treated with inotropes and vasopressors, cardiopulmonary resuscitation, and defibrillation but ultimately expired on support. Additional information was received. The patient expired on support so the pump is not available. The patient had ventricular issues to pulseless electrical activity prior to the impella as well as after. The patient was in e shock.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.